Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported a leak. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked at the connection of the tubing and the outlet port of the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.